Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump delivered properly all bolus programmed during our testing. The insulin pump was received with a programmed basal profile; the basal was delivered properly the basal profiles while been monitored. The insulin pump had cracked case on the back at the battery tube area and battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump had a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly but no alerts. Customer's blood glucose at time of incident was 17mmol/l. Customer stated that basal is not working. Customer was advised to revert to backup plan and we are sending a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.